Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while a patient was under treatment, the cardiosave intra-aortic balloon pump (iabp) system indicated over temperature. Treatment was stopped and the pump was changed out.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
The customer reported that they tested the unit with a simulator for a few days without any problems and the unit has been back in clinical use since then. No repair was performed. The getinge field service engineer (fse) indicated that there was no onsite evaluation.

Event description:
N/a